Manufacturer narrative:
Citation: haymet ab et al. Five-year survival of transcatheter aortic valve implantation in high-risk patients. Heart, lung and circulation. 2021. Doi: 10.1016/j.hlc.2021.05.093 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis into the five-year survival of high-risk patients undergoing transcatheter aortic valve replacement (tavr). All data were collected from a single center between september 2009 and december 2015. The study population included 186 patients (predominantly male, mean age 83.0 years), 18 of whom were implanted with a medtronic corevalve transcatheter valve (unique device identifier numbers not provided). Among all patients, 4 deaths occurred within 30 days of implant and 71 deaths occurred throughout the follow-up period (median survival time 68.2 months). It was reported that the cause of death was cardiovascular in 18 patients and unknown in 51 patients. No as sociation was made between the deaths and a specific manufacturer¿s products. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke (disabling, nondisabling, ischaemic), peri-procedural myocardial infarction, per manent pacemaker implantation due to atrial fibrillation or ventricular tachycardia/fibrillation, major/life-threatening bleeding, major vascular access complications, renal failure, readmission due to heart failure, second valve implantation, valve migration/malposition, moderate aortic regurgitation, moderate paravalvular leak. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.